Event description:
New information received notes that the pacemaker exhibited noise over-sensing which resulted in pacing inhibition. The noise issue was observed years ago, and the clinic was monitoring the pacemaker. No interventions or changes were performed, and the pacemaker will continue to be monitored. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited noise. No interventions or changes were reported. The patient's condition was unknown.